Event description:
The customer reported obtaining two (2) levels of failing quality control (qc) results out high for dehydroepiandrosterone sulfate (access dhea-s) assay and a bias between the two reagent pipettors involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). There was no report of patient results released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc and calibration data was not supplied for this event. Service was requested by customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse noted during troubleshooting that the pump belt tension for reagent pipettor 2 appeared slightly loose and there was evidence of salt build up beneath the reagent pipettor 2 pump indicating possible leaking from the pump. Fse replaced reagent pipettor 2 pump piston and seal guide set and pump belt. Fse verified performance of the instrument by performing a passing pipettor matching routine, low volume matching routine and precision run which all passed within specifications. In conclusion, cause of the reported access dhea-s pipettor bias was due to a malfunction of the pipettor pump belt and piston and seal guide set. Beckman coulter (bec) internal identifier for this report is (B)(6).